Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the scheduled change out procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), had the associated electrode stuck on its header, with unable to be removed. This device remains in service. At this time, there is no indication a new system or device will be implanted or was implanted. No additional adverse patient effects were reported. Additional information from the field indicates the device remains implanted, with the patient referred to another facility for removal. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the scheduled change out procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), had the associated electrode stuck on its header, with unable to be removed. This device remains in service. At this time, there is no indication a new system or device will be implanted or was implanted. No additional adverse patient effects were reported.